Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, a leak was observed from the replacement post pump line next to the y connector. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the purple replacement fluid tube connected to the venous port of an prismaflex st100 set during tightness testing while priming. There is no patient involvement. No additional information is available.